Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of skin ulcer formation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: skin ulcer formation.

Event description:
Healthcare professional "skin ulcer formation. Skin ulcer formation: grade: [iiia]". This record is for the unknown side. The device status is unknown.